Event description:
It was reported that they had difficulty filling or aspirating the reservoir as of the date of this report. When they went to aspirate the drug from the refill port fluid squirted and leaked out around the needle. She confirmed refill kit patency and re-accessed the refill port with the same issue. A new refill kit was tried and utilizing fluoro it was confirmed the needle was in the fill port. They accessed the refill port three times but were still unsuccessful with aspirating/filling the reservoir and got no other fluid back. Reporter believed that there was 5 cc of drug expected to be aspirated so the fluid squirting out was more than likely the 5cc that was in the reservoir. Drugs in the pump were dilaudid and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8551, lot # cs1403, product type accessory. (B)(4).